Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. In the surgeon's opinion, it is unk as to whether the iol caused/contributed to the outcome. Pt is very happy with outcome. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other similar complaints reported in the lot number. Additional information was requested on 05/13/2011, 05/16/2011, 05/23/2011, and 06/02/2011 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).

Event description:
A surgeon reported a patient with a refractive surprise following intraocular lens (iol) implant surgery. Additional information has been requested.